Event description:
Our organization has been having a continued problem with this product rupturing. In this incident a nurse was holding an IV bag and preparing to spike the bag when it spontaneously ruptured its contents. The bag was not under pressure. This occurred during a code blue. Reportedly there was no pt harm from a result of retrieving an new IV bag and the wet environment it created. After this event was revealed, staff discussed that it occurred with 2 other IV bags before the hospital opened. The bags were spiked and proceeded to spontaneously rupture. Pressure sleeves were not applied in those instances either. Diagnosis or reason for use: infusion of IV fluids during a code blue.